Manufacturer narrative:
Initial reporter complete name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that the customer had issues upon insertion and the intra-aortic balloon (iab) failed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. Three kinks were observed on the catheter tubing approximately 41.9, 46cm and 75.7cm from iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The event description provided was insufficient on the suspected iab failure, however we did identify kinks in the catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.